Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end.

Event description:
It was reported that 8mm monopolar curved scissors (mcs) instrument had an unknown defect. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter however, additional information could not be provided regarding event details.